Manufacturer narrative:
A4 weight is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), an echocardiogram showed a pericardial tamponade, which required a drainage. The patient continued to be unstable, requiring transfer to another facility for a higher level of care. The post-procedure outcome is unknown. The impella functioned at p-3 at 1.5l/min as intended. Cardiac injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR. D4. Primary UDI number and serial number have been corrected.

Manufacturer narrative:
Explant date was provided d6b was updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.